Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before surgery during test.

Manufacturer narrative:
Device evaluated by MFR: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported poor suction with three patient interfaces (pi). There are three related reports for this facility. This report addresses the first patient interface with serial number of (B)(4), second patient interface with serial number of (B)(4) and for the third patient interface with serial number of (B)(4) another manufacturer report will be filed.